Event description:
Sorin group received a report of reduced flow through the apex oxygenator during a procedure. The clinician elected to re-warm for a few minutes and the flows gradually increased until the desired rate was achieved. The case was completed without any further issues. There were no consequences to the patient.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of (B)(4). Sorin group received a report of reduced flow through the apex oxygenator during a procedure. The clinician elected to re-warm for a few minutes and the flows gradually increased until the desired rate was achieved. The case was completed without any further issues. There were no consequences to the patient. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.